Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "surgeon trialed with a size # 3 triathlon femur trial, which fit well. When he went to seat the real #3-press sit he complained that it was "rocking" and there was "space" on the anterior context. It did not fit the same set he trial. He asked for size 3 cr cement less component and it sealed fine. The case was completed with no problem and he was quite satisfied."